Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's first device gave them relief right away, but then about a week after implant the incision opened up and they had an infection. Patient noted they were not a big person and did not have a good pocket. Patient stated they had to start having someone 'pack' it and a nurse came an did the wound vacuum. Patient's temperature was 104, which was the highest they ever had in their life. Patient only had the device for a couple of weeks and it had to be taken out. Patient thought the infection was confirmed and the straight started with a 't'. It was also reported patient was doing fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who doesn't know the weight of the patient at the time of the event; the implantable neurostimulator (ins) was thrown away. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). According to the hcp's records, the patient went out of town after the procedure and upon returning the incision had opened up. There were no signs of infection so the physician treated the patient with clindamycin and asked them to return in a week; this conflicts with what was previously reported. Upon returning, the incision was showing granulation and had closed up significantly. The patient came back again the following week. On this visit, the incision had opened up more and the implantable neurostimulator (ins) was now visible; there continued to be granulation and clear drainage, but no sign of infection. Patient did not report a fever at this time but the physician requested that they move remove the lead and battery right away. The patient wanted to keep it in due to its effectiveness but agreed to have it removed. The device was explanted on (B)(6) 2015-. No further patient complications h ave been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.